Event description:
A customer reported a malfunction with their pump, identified by the malfunction code malf 12, and confirmed there were no notable events prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.